Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer indicated the damage occurred after a fall. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.